Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. D4: the UDI is not known as the part and lot number were not provided.

Event description:
It was reported that closure of an unspecified access site was performed using the pre-close technique prior to an implantation procedure involving a 19f flexnav. The implantation procedure was completed and a prostyle plus a non-abbott device were used to close the access site. Reportedly, post procedure, the patient started feeling bad and access site bleeding and a hematoma were observed. Manual compression was applied to treat the hematoma and the bleeding. Hemostasis was achieved using manual compression. The patient's hospital stay was prolonged for monitoring due to the adverse events. No additional information was provided.

Event description:
Patient ID: (B)(6). It was reported that closure of an unspecified access site was performed using the pre-close technique prior to an implantation procedure involving a 19f flexnav. The implantation procedure was completed and a prostyle plus a non-abbott device were used to close the access site. Reportedly, post procedure, the patient started feeling bad and access site bleeding and a hematoma were observed. Manual compression was applied to treat the hematoma and the bleeding. Hemostasis was achieved using manual compression. The patient's hospital stay was prolonged for monitoring due to the adverse events. Subsequent to the initially filed report, the following additional information was received: it was reported that suture placement in the left common femoral artery was performed using the pre-close technique, via a 6f, 8f and 14f sheath hole, prior to an implantation procedure involving a 19f flexnav. The implantation procedure was completed using the same 14f sized sheath. A prostyle and a non-abbott device were used to achieve hemostasis as it was the preferred method by the physician. Reportedly, there were no issues with the device; however, post procedure, the patient became dizzy and slightly hypotensive. Additionally, bleeding and a hematoma were observed at the access site. The dizziness and hypotension were treated with serum therapy. Manual compression was applied to treat the hematoma and the bleeding. Hemostasis was achieved using manual compression. The patient's hospital stay was prolonged for monitoring due to the adverse events. No additional information was provided.

Manufacturer narrative:
Product performance engineering reviewed the incident information; however, there was no reported device malfunction and the product was not returned. A review of the production record and complaint history of the reported lot could not be conducted because the lot number was not provided. The patient effects of hematoma, hypotension, and hemorrhage are listed in the prostyle instructions for use (IFU), as potential adverse events associated with the use of the suture mediated closure devices. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined and the treatment appears to be related to the circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device. Corrections: d1 - brand name updated from unk perclose to perclose prostyle. D2a - common device name updated from vessel closure suture to device, hemostasis, vascular. D3 - name updated. D3 - address, city, postal code updated. D4 - catalog # updated from unk perclose closure to unk prostyle. D9 - device returning status updated from ni to not returning. H6 - medical device problem code 3190 removed and 2993 added. H6 - health effect - clinical codes 2194 and 1914 added.